Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed, and the root cause was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during drain 3. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and advised the hp to start over with new supplies or drain manually. The hp stated they would drain manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.